Event description:
Elderly male with history of diabetes (db) and chest pain x 2 mos. Procedure: coronary artery bypass graft (CABG) x 4, l internal mammary and r saphenous vein via endoscopic harvest, insertion of pacing wires. Terumo in patient would not cauterize. No known harm to the patient, new product used without further problem. Manufacturer response for electrosurgical, cutting coagulation accessories, virtuosaph plus with radial indication (per site reporter), will obtain.